Manufacturer narrative:
(B)(4).

Event description:
Biomed called to ask for an explanation why a pump would go through a lot of fluid and display very low pressure during a case. He said they had to cancel the case because they went through around 30 bags of fluid, and the pump was not displaying any pressure in the joint. Patient was put under anesthetic. Case was cancelled and has been rescheduled but do not know date.